Event description:
It was reported that when the patient presented in clinic for a follow up, post-paced t-wave oversensing was observed. The oversensing was noted a on stored egm. Programming changes and further testing were recommended.

Manufacturer narrative:
(B)(4).